Event description:
Customer reported a child vomited and emesis contacted 2 split septum connectors. The nurse immediately changed the IV setup and at that time noted "matter" inside the split septum port. The pt was not febrile at that time; but the following day the pt was febrile and had a work up for sepsis, which included lab work and antibiotics. The customer feels the vomit is related to the pt becoming febrile. This event occurred in the pediatric cardiology unit. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.